Manufacturer narrative:
On 04/16/2021 - we have requested the device be returned to the manufacturer. To date we have not received the device. On 7/16/2021 - the consumer returned the device to the manufacturer for an investigation. Below is the manufacturers narrative: heating pad was in good condition. Cord was twisted and difficult to untwist. Consumer states the cord was twisted and got hot and seemed to melt. Unit was temperature tested and complied with ul130 and conairs heat specifications. Consumer correctly returned product before any significant issue occurred. We state in ib, if cord looks damaged do not use and return immediately. Cord had heated a set represented by the "twist" and should not have been used.

Event description:
On 3/31/2021 - the consumer claims the cord on the product twisted and melted the cord.

Manufacturer narrative:
04/16/2021 - we have requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
On (B)(6) 2021 - the consumer claims the cord on the product twisted and melted the cord.